Event description:
Rph reports an sv4 infusor filled to a total volume of 88ml, overinfused over 18 hours instead of an anticipated 22 hours. Unit filled with 1092mg of 5fu in saline. Rph reports no pt injury.